Manufacturer narrative:
The initial MDR 2432235-2016-00455 was filed on august 4, 2016. Additional information was received on 08/08/2016: a siemens headquarters support center (hsc) specialist reviewed the event. Hsc found that the siemens customer service engineer (cse) was at the customer's site, repairing an interface gate. While mounting the gate into place, the cse pushed down on the gate handles to seat the gate. The cse's right hand slipped off of the handle and was cut on the side of the interface gate top cover, near the handle. The gate construction does not have sharp edges on the top cover, where the injury took place. No further action is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site for service. The cause of the injury is human factors issue. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) was injured while manipulating a gate interface on an advia workcell instrument. The metal cover on the advia workcell cut the cse's wrist, which required a suture. The cse was sent to the emergency room but did not remain hospitalized.